Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02732. It was reported that patient experienced vessel perforation, arrhythmia, was sent for surgery and died. The target lesion was located in the heavily calcified and high grade tortuous circumflex artery. A 1.50 mm rotalink¿ plus and a 330 cm rotawire were selected for use. During the procedure, the rotawire was advanced down the target lesion. Then, the burr was inserted to the rotawire and advanced though a non bsc guide catheter. Five runs were made with the rotalink plus. The lowest speed was 154,000 rpm and the platform speed was 160 rpm. The first run was 17 seconds, the second was 44 seconds, the third was 37 seconds, the fourth was 35 seconds, and the final run was 17 seconds. When burr was about to be upsized, it was noted that vessel perforation occurred at the proximal circumflex artery. Following the vessel perforation, a 3.0 x 30 mm non bsc balloon was used and was inflated for 5 minutes at 8 atmospheres. Second inflation was done for 2 minutes at 8 atmospheres as well. Then, a 2.8 x 19 mm non bsc stent was implanted on the target lesion. Then, pericardialcentesis was ordered by the physician; however, ventricular tachycardia occurred during this procedure. 200 joules of shock was administered on the patient. Supraventricular tachycardia was also noted on the patient. There was also decreasing blood pressure. Patient was then intubated. Patient was then wheeled to the operating room stable for a coronary artery bypass grafting (CABG). However, patient expired during the surgery due to cardiac arrest.